Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed and the crt-d along with the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were explanted. Additional information indicated that the contributing factor to infection was due to left ventricular assist device (lvad) procedure. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).